Event description:
The deltapaq cerecyte microcoil 1.5 mm x 4 cm ((B)(4)) was found stretched when it was positioned at the target. The coil was partly filled in the aneurysm and an attempt was made to fill the coil and detach it. The coil was able to be detached. The coil did not prematurely detach. A coil entanglement with previously placed coils was suspected to contribute to the event. The coil did not protrude into the parent artery. However, a stent (details unknown) was used to attach to the vessel wall for the safety of the patient. An adequate continuous flush was maintained through the microcatheter (details unknown). There were no damages noted on the microcatheter prior to and after use. There were no damages noted on the coil prior to use. There was no resistance at any time during advancement of the coil through the microcatheter. During placement, additional manipulation and torque were not applied while the coil was in the aneurysm. During placement, the coil was left in the aneurysm while the microcatheter was repositioned. The target site was acom. The vessel was not calcified. There was no reported potential adverse event.

Manufacturer narrative:
The deltapaq cerecyte microcoil 1.5 mm x 4 cm ((B)(4)) was found stretched when it was positioned at the target acom aneurysm. The vessel, of unknown tortuosity, was not calcified. The coil was partly placed in the aneurysm and an attempt was made to place the coil and detach it. The coil was successfully detached and did not prematurely detach. The coil did not protrude into the parent artery. However, a stent (details unknown) was placed in the parent vessel as a precautionary measure. It is suspected by the complainant that coil entanglement with previously placed coils may have contributed to the event. There was no reported adverse event for the patient. An adequate continuous flush was maintained through the microcatheter (details unknown). There was no damage noted to the microcatheter prior to and after use. There was no damage noted on the coil prior to use. There was no resistance at any time during advancement of the coil through the microcatheter. During placement, additional manipulation and torque were not applied while the coil was in the aneurysm. During placement, the coil was left in the aneurysm while the microcatheter was repositioned. Failure analysis confirmed that the coil was implanted. The device positioning unit (dpu) passed electrical testing. The detachment fiber did pool on one side of the coil's resistive heating socket ring, however this did not prevent the detachment of the coil. The dpu was found protruding outside the sheath. There is no mechanical sheath damage resulting in an opened skive at the protrusion site or on the remainder of the sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been damaged. Located adjacent, but distal to the locking mechanism, the sheath has been damaged with compression and stretching of the material away from the surface. The most likely root cause of the coil stretching occurred when then coil was being repositioned. During repositioning, the coil most likely became anchored by either entangling on itself or on the coils already dwelling inside the aneurysm, or from catching the distal tip of the microcatheter. When the anchored coil was retracted for repositioning this may have caused the coil to stretch. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.' A possible secondary contributing factor to the coil stretching may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. This caused the sheath to become temporarily embedded in the v notch of the resheathing tool. This would have caused a binding action between the dpu, sheath, and the coil. This binding action which would have produced significant resistance may have caused possible proximal coil damage and also caused the dpu to protrude outside the sheath. The extent to which this secondary factor may have contributed to the field complaint cannot be fully determined. However, for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger.' Without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on this information there is no indication that corrective action is warranted at this time. Concomitant medical products and therapy dates: unknown stent, unknown microcatheter.